Event description:
Pt had open heart surgery 8/31/94. The same pt was brought back to surgery 9/1/94 at 0600 for bleeding and repair of a ventricle. The pulmonary arterial catheter was removed and sent to the MFR by the or team. This product was sent prior to an in-house evaluation and prior to surgery contacting risk management.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: actual device involved in incident was evaluated, none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.